Manufacturer narrative:
The pump was returned to animas for evaluation. All keypad button presses did not activate desired pump functions during testing. During investigation, all key contacts were observed to be misaligned. There was evidence of keypad adhesive found under all key contacts. The bolus button was removed and contamination was found on the contact.

Event description:
It was reported that the audio bolus programming screen is continuously appearing. The pt reported that she cannot navigate through the pump because, every button press takes her to the audio bolus programming screen. She reported there is no physical damage to the keypad.